Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that the monitor is displaying an error message: "loudspeaker error". The device was used for monitoring at the time of the alleged malfunction.no death or patient /user injury or harm was reported.